Event description:
A clear, plastic medicine syringe, measuring up to 10ml of liquid, manufactured by becton dickinson company, the rubber tip attached to plunger part of the syringe came off into my child's mouth and lodged into the back of his throat cutting off oxygen. This caused child to become lifeless and then go into a seizure, currently there is no family or patient history of epilepsy or seizure activity. My husband was directed to place his finger on the back of my son's tongue during the seizure to hold his tongue down and he did so, my husband dislodged the rubber tip and my child began breathing again. My child had gotten his syringe out of a drawer in the kitchen where the plastics are kept, measuring cups measuring spoons, plastic kiddie spoons. This syringe was given to me by pharmacy to dispense liquid medication to one of my children and they are reusable. There was nopackaging with this syringe or any other that I have ever received.

Manufacturer narrative:
Bd oral syringes are not labeled or intended for individual sale. They are supplied in bulk packages to medical professionals. It is important that the medical professional instruct the lay user on the proper use of the device and to dispose of it after use. In addition, this device is certainly not intended for use by young children. As supplied, the stopper is not accessible. In order for the child to obtain the rubber stopper, the syringe must be disassembled and the stopper must be pulled off the plunger rod. The plunger rod must be held tightly to remove the stopper. The end user called bd at 10:16am. She provided basic details about the incident and mentioned that this was a product liability and she has hired a liability attorney. The bd representative advised that postage paid label would be sent to return the syringe for examination in the qa laboratory. Paramount and first was expressed concern for the health and safety of the child by the bd representative to his mother. She expressed reluctance to return the product. The bd representative called the customer a second time that afternoon at 1:03pm. And left a message on the answering machine stating that, a letter with a postage paid mailing label to return the product for evaluation. The bd representative also mentioned that, she would call again to ask a few more questions regarding this incident. The bd representative called again at 2:53pm and was able to reach the customer. The bd rep mentioned that, the letter with the label would be arriving and she was told that her attorney will be doing all the contacts with bd. The bd rep wanted to confirm that the initial description of the incident was accurate. The bd rep also wanted to know when it happened and was told that it occurred on saturday at 8:00pm. As of this date no other contact has been made with the customer and the syringe in question has not been received. Since the syringe is not available for examination, we are unable to confirm if the product mentioned is correct and if it belongs to bd.